Manufacturer narrative:
The graft was not received for evaluation and the issue was not able to be confirmed due to being implanted. Patient information including status, lot numbers used, and implantation dates were requested and additional information was provided on 25jul2024. No patient adverse events related to this issue were reported to lemaitre.a review of the DHR was performed with no issues being noted for batch 23h362, all release criteria met specifications including 100% pressure testing, wall thickness, sterility testing, and final visual inspection to release to finished goods. No related ncmr/CAPA was identified; no confirmed complaint trend related to this issue was identified. Lemaitre current risk controls were determined to be sufficient at this time. We remain inconclusive about the root cause of the issue. A possible root cause may be related to the tunneling process as it was specified that no equipment was utilized; the graft may have been damaged during the process. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices.

Event description:
A graft (lot 23h362-024) bled through the wall, but was not in the segment of the graft that I needed to use, and I was able to just exercise it. "I've put in a lot of artegrafts over the years and I've never seen that happen before." The graft was flushed and pressure tested per IFU prior to use on 01jul2024. No leaking was noted until after the proximal end was sewn to the patient during av graft placement. No equipment was used other than prolene suture for the anastomosis. Leaks were noted to be on the end that was distal to what was needed for use, graft was cut to length and still used. Current patient status is stable.